Event description:
It was reported that the patient experienced frequent nighttime hypoglycemia and postprandial glucose fluctuations while using the ilet system, with documented values of 55 mg/dl and 301 mg/dl with no reported symptoms; the patient used oral carbohydrates to treat lows. Customer care provided support that included a review of available complaint information and assignment for follow-up by training support. Investigation of this case revealed that the cause of the hypoglycemia was unclear. Symptoms included asymptomatic hypoglycemia and asymptomatic hyperglycemia. Outcomes included assignment for additional training. It was concluded that the event involved hypoglycemia with an undetermined cause, and user education was initiated regarding treatment and device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.